Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Manufacturer narrative:
The investigation of the controller failure alarm has been completed. The user facility returned the aic for investigation. The alarm could not be reproduced by the investigation team. The root cause of controller failure alarm was noted to be most likely a defective pbm board. The failure modes will be monitored and trended. Console logs from the reported day of event are consistent with complaint and show several controller error alarms (#501, ¿pbm voltage out-of-spec¿) all of which self-resolved, and two controller failure alarms (#800, ¿dsp voltage too low¿). Analog voltage measurement subsystems on pbm (powermod_1 and powermod_2) reported voltages to pmd (dsp) and to purge to be below 12v, which triggered critical alarm (#800 - dsp voltage low). According to ltlog and rtlog data for pump 423571, hemodynamic support was not affected. When the console was tested in aachen, the issue was not reproduced. Analog voltages measured by pbm were within specification with the console operating on batteries and on ac. This, combined with the intermittent nature of errors and alarms suggests that the corresponding voltages were within specification during the case, but the measurement subsystem (located on pbm) malfunctioned and was reporting incorrect values, triggering erroneous alarms. Although inspection of the pbm did not reveal any irregularities (or corrosion), it is recommended to be replaced as a precaution. Repair: replace pbm assembly (0042-1125), and perform functional check.

Event description:
The user facility reported their automated impella controller (aic) displayed a "controller failure" alarm during use. The aic was switched to the back-up aic without any harm to the patient. The patient ultimately expired, however, it was indicated that this event had no bearing on the patient's outcome.